Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was running in "maintain" mode set at 37 degrees celsius. The unit started beeping, the front panel light "wrench" was on and the alarm was consistent. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Per the field service rep (fsr), the ccp said there was a lot of sediment in the tank. This unit was overdue for cleaning and so they defrosted it, cleaned it and tested it. The unit seems to be working fine, it ran for a couple hours without alarming.